Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported, stuck button and stuck button alarm. Customer pressed the button down for 3 minutes or longer. No harm requiring medical intervention was reported. Mmt-1886 was requested. And customer response was, the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with no button response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome (middle button). No moisture on electronic assembly noted. Unable to download history files and traces using thump. The following were noted during visual inspection: minor scratches on lcd window and scratched case. In summary, customer allegation for pump keypad unresponsive was confirmed during analysis and was due to flattened keypad dome (middle button). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.